Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to diabetic ketoacidosis. The customer expressed vomiting, fever, dry mouth and dehydration as symptoms of her high blood glucose levels. The customer's blood glucose was unknown. The customer was treated with an insulin drip. The customer also stated that the plastic near the reservoir chamber had broken off. Advised the pump will need to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. The insulin pump was received with a broken reservoir tube lip and a missing o-ring.